Event description:
It was reported that after the left ventricular was placed, the subselect catheter was withdrawn, the lead was noted to be fractured and dislodged a high impedance was also noted. When the lead was flushed water leak out the side. The lead was not used.